Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site. Patient reported "all but 40 units of insulin" had been dispensed, prior to removing pod. As treatment, manual injections were administered.

Manufacturer narrative:
Removed selection of product problem. This event is not reportable, based on further review of reported information. Upon further review of reported information, it was determined there to be no allegation/uncertainty of device's cannula placement. Patient was simply conveying the fact that the omnipod's cannula is not as long as the patient's previous insulin pump manufacturer's cannula. Removed selection of malfunction. This event is not reportable, based on further review of reported information. (B)(4). No device failure or allegation of malfunction against the omnipod device was made.